Manufacturer narrative:
D4: the UDI# is unknown because the part and lot numbers were not provided. D4 and h4: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis. Review of the lot history record and the similar complaint review could not be performed as the part and lot information regarding the complaint device was not provided. Based on the information reviewed, the slda appears to be related to the chest trauma that the patient suffered from and thus related to patient conditions. A cause for the reported sepsis resulting in death cannot be determined. Sepsis and death are listed in the mitraclip instructions for use (IFU) as potential complications associated with mitraclip procedures. The reported hospitalization was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Death, event, implant dates estimated. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The UDI is unknown due to the part/lot number was not provided. Literature attachment. Article title: mitraclip therapy in critically ill patients with severe functional mitral regurgitation and refractory heart failure, na.

Event description:
This is being filed to report the death and clip detaching from one leaflet. It was reported via literature that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The mitraclip was successfully implanted, reducing mr to 1. Several days post procedure the patient was in a car accident with severe chest trauma which caused detachment of the clip from the posterior leaflet. Eventually the patient died from sepsis after prolonged hospitalization. No additional information was provided. Details are listed in the article: mitraclip therapy in critically ill patients with severe functional mitral regurgitation and refractory heart failure.